Event description:
This spontaneous report was received on (B)(6) 2010, from a female consumer (age unspecified) reporting on self from the united states. The medical history of the consumer and concomitant medications were not reported. On an unspecified date, she started using o.b. Unspecified, vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, she noticed that the pieces of cotton trapped in her vagina after removing the tampon. She stated that she experienced the same event several times. The action taken with the device and outcome of the event was unknown. This report was assessed as non-serious event. The company causality was assessed as possible. No sample was received for evaluation as of (B)(6) 2010. The data for this complaint category has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.